Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The right ventricular lead was noted to have high pacing impedance and high threshold. The plan was to cap and replace the lead. No patient complications have been reported as a result of this event.